Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted and the tubing was separated under the drip chamber. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for further evaluation. During the inspection of the affected part, the absence of solvent was observed at the junction between the separator tube and the drip chamber. Based on the process review, the likely root cause is improper solvent application related to limitations of the gravity fed dispensing system, which may have resulted in insufficient solvent on certain parts. An additional possible cause is that the vision system failed to identify the lack of solvent on a part that was borderline meeting its inspection criteria. In order to mitigate this issue, ongoing validation of the new pressurized dispensing system, aimed at improving control of the applied solvent volume, increasing process consistency, and eliminating the limitations associated with gravity-based dispensing. Also, adjustment and optimization of the vision system on equipment, expanding and refining the inspection search area to improve detection of the tube edge in cases where the component may present some degree of rotation. Improvements were made to edge detection, search regions were reorganized, the reference image was updated, and certain configuration settings were adjusted to optimize identification. A device history record review for model 10016073 lot number 25033014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing came apart when nursing was hanging IV antibiotics. Antibiotic had to be wasted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.